Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a left total hip with endurance stem and duraloc cup. The hip was done by dr. (B)(6) it is unknown when the hip was done. The patient is subluxing, so the surgeon revised the head and liner. The cup and stem are well fixed and were retained. The head and stem had no trunionosis, and the liner didn't have any wear. The locking ring came out in multiple pieces. It is unknown if the ring broke during liner extraction, or was broken already in the cup before surgery. All the ring pieces were found. Doi: unknown; dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.